Event description:
Event determined reportable based on analysis completed on 01/02/2007. A used device was received without a shipper address. Fedex information revealed box was shipped. The sales representative was unable to find any information from the accounts. The customer and event are unknown.

Manufacturer narrative:
The returned unit's spring is severely elongated, tangled and fractured. The distal tack between the nitinol core and the stainless steel ribbon is broken. The wire is within specification. Examination of the fracture surface revealed the presence of a bending moment. Microcracks along the side wall and adjacent to the fracture surface were noted as result of the fracture. Marks along the side wall of ribbon appeared to be coil marks. A torsional action was detected. The fracture was caused by a bending moment and a torsional type overload. The device history records for the lot was reviewed and met all specification relevant to complaint upon release and has no anomalies related to complaint. The lot has not been involved in other complaints at this time. The root cause of this event is unknown.